Manufacturer narrative:
Product # 1, pi main (B)(4). A patient reported to abbott, the scs system never provided relief despite multiple re-programming sessions. The patient also reported difficulty charging the ipg. The patient reported not using or charging the ipg for years. The patient has undergone multiple surgeries during which, they believe, parts of the leads were removed and the ipg remained implanted. As the patient does not wish to remove or replace their system and is complacent with their current state, no further information was needed. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined product # 2, pi main (B)(4). A patient reported to abbott, the scs system never provided relief despite multiple re-programming sessions. The patient also reported difficulty charging the ipg. The patient reported not using or charging the ipg for years. The patient has undergone multiple surgeries during which, they believe, parts of the leads were removed and the ipg remained implanted. As the patient does not wish to remove or replace their system and is complacent with their current state, no further information was needed. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined product # 3, pi main (B)(4). A patient reported to abbott, the scs system never provided relief despite multiple re-programming sessions. The patient also reported difficulty charging the ipg. The patient reported not using or charging the ipg for years. The patient has undergone multiple surgeries during which, they believe, parts of the leads were removed and the ipg remained implanted. As the patient does not wish to remove or replace their system and is complacent with their current state, no further information is needed. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07507, related manufacturer reference number: 1627487-2019-07509. It was reported that the patient experienced ineffective stimulation. The patient believes that surgical intervention took place to remove part or all of the implanted leads.